Manufacturer narrative:
See d3, d4 expiration date, d10 additional concomitant part, g1, h4, h6, and h11 complaint has been evaluated and is similar to report number 1644408-2020-00011; 530-06-108, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to patient presented seven years post op of reverse total shoulder with complaints of pain.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.